Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, a yellow led appeared above the e-100 generator bipolar port when using the vessel sealer extend (vse) instrument. The caller stated that they got a c-84 error, and an "open instrument tips and regrasp tissue" message. The technical support engineer (tse) reviewed the system logs and did not note any associated errors. The site attempted to use a second vse instrument, with no change. The site was not using a vse instrument at the time of the call. The tse recommended connecting the vse instrument into the integrated electro surgical unit (iesu) generator. The surgeon declined and elected to proceed with the surgery. The tse informed the caller that the surgeon could try to use the vse in the iesu if they needed to use the vse instrument again. No report of patient injury. The procedure was completed. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: system functionality was checked upon powering on the system, with no issues found. When the system was initially powered on, no errors occurred.

Manufacturer narrative:
An intuitive field service engineer (fse) went on site and replaced the e-100 generator to resolve the issue. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
The e-100 integrated electrosurgical unit (iesu) generator was returned for failure analysis. The unit was installed onto the test system and manually power cycled. The unit powered on with a red light on startup multiple times. When powered on in the failed state, the e-100 generator was still present on the vision side cart (vsc) troubleshooting panel and energy did not fire. One time the unit powered on with no led present. The e-100 generator was still present on the panel, but energy did not fire without a sound. On power cycles where the unit powered on without any issues, energy was able to be fired with the yellow pedal/sync activation and cut/seal about 100 times successfully.

Event description:
Refer to h10/h11 for follow-up information.